Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2786 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by homecare that the PICC leaked. No other information was provided.

Event description:
It was reported by homecare that the PICC leaked. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc catheter was returned for investigation. Use residue was present throughout the device. An infusion hub was attached to the luer connector. A handwritten note was returned with product information lot: recv2786, insertion date: (B)(6)2019 , and removal date: (B)(6)2019. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 1 cm depth marker. Microscopic observation of the leak location revealed a horizontal split in the catheter. The catheter surface had a lighter, matte surface finish near the split location. The catheter was compressed at the split corners. The characteristics of the split are consistent with damage caused by material fatigue of the catheter due to repeated kinking. The catheter was cut near the 0 cm depth marker and the wall thickness and od dimensions were measured. The sample was found to be within specification. Since the a split was present, the complaint is confirmed. The product IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recv2786 showed no other similar product complaint(s) from this lot number.